Event description:
The customer reported that there were artifacts in the image. The images were unreadable. They also could not calibrate the sensor. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Evaluation of the returned panel found loose screws that were causing a short on the ref board. The service engineer replaced five screws on the cable replacement cover that had the screw heads stripped. (B)(4).